Manufacturer narrative:
The report of tcmid06 (ce post failure) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) and the analysis of the retrieved event log confirmed the occurrence of six tcmid06 error messages. The console was received with damage on the front housing. This observation is attributed to mishandling and not related to the reported complaint. Evaluation of the console revealed a tcmid06 error message during initial power up. The root cause is due to a disconnected system connector on the cooling engine blower and pump. After ensuring that all connections are properly connected, the console was functionally tested and passed all final testing criteria without further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) was taken out of service and sent to the biomed due to an observed tcmid06 (ce post failure) error message. The reporter was unable to provide further information. No known impact or patient consequence reported.